Manufacturer narrative:
Date of event: the event date was approximated as it was not provided.

Event description:
It was reported via (B)(6) that a death occurred. It was reported that a patient underwent a watchman left atrial appendage (laa) closure procedure. It was reported that the physician nicked the heart of the patient which lead to a pericardial effusion. Fluid was drained from the patient. Following the procedure, it was reported that the patient passed away 40 days later. Boston scientific has requested additional information, but none has been provided at this time.